Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation free floating in a specimen jar. Upon visual inspection signs of use (dried blood and tissue) were visible and a singular bent pin was visible. The reported condition was verified. The cause of the condition could not be determined, however, a possible cause is the pin was bent during preparation for use or in the beginning stages of the surgical process. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pin of a 2.5mm coupler ring was noted to be bent while performing a bilateral diep flap breast reconstruction on a patient. This was identified during a venous anastomotic coupling of the left breast diep flap. This was further described as; ¿while coupling the left diep flap vein, the reporter observed that one pin on one coupler ring was bent and swiveling in the ring¿. After attempting to adjust the pin, the surgeon chose to remove the faulty coupler and replace it with another coupler. The venous anastomotic coupling of the left breast diep flap was then successfully completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.